Event description:
On an unknown date (best estimate july), it was reported that casing was coming off from receivers. More information has been requested. 09nov2023: follow up information received on 30aug2023 it was reported that no damage of harm done to the patient. The clinician was able to get the receiver out. No further symptoms were reported. No further follow up information expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is ongoing, a final report will be submitted upon completion. 09nov2023 device history record review not available, as we did not receive the device or the serial number of the device involved in the incident. Trended case device investigation concluded: r&d reviewed the defect samples and compare with good samples, has below findings: - adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. - adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. - assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. - used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts root cause: 1. Reliability of gluing strength was not verified. 2. The failure mode was not recognized at design stage CAPA is initiated to address this issue. Clinical assessment concluded: it was reported that part of a receiver breaking off in the patient's ear. The patient did seek medical help to remove the object from the ear. No further symptoms were reported. Photos confirm that device is broken. No product was returned and no serial number provided. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec (B)(4). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. T here are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register manufacturers investigation is final. This is a final report.

Event description:
On an unknown date (best estimate july), it was reported that casing was coming off from receivers. More information has been requested.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Invesitgation is ongoing, a final report will be submitted upon completion.